Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and pelvic pain ("pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abdominal distension and pelvic pain outcome was unknown. The reporter considered abdominal distension, device dislocation and pelvic pain to be related to essure. Further company follow-up with the consumer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of implant/migration of essure device location of device: uterus/perforation (uterus)"), lymphoma ("lymphonia") and cardiac ablation ("cardiac ablation") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included uterine bleeding, endometrial disorder, cramps menstrual, endocrine disorder, hematological infection, lymphatic cyst, nausea, vomiting, diarrhea, abdominal pain, hepatic steatosis, unilateral renal calculus, right lower quadrant pain, hypertension, hyperlipidemia, diarrhea, autoimmune disorder, alopecia, benign neoplasm of cervix uteri, menorrhagia, uterine fibroids, vaginal haemorrhage, gout and diabetes. Concurrent conditions included copd, appendicitis and svt. Concomitant products included acetylsalicylic acid (aspirin 81), allopurinol, cetirizine hydrochloride, levothyroxine sodium (synthroid), metoprolol succinate, montelukast sodium, norethisterone (norethindrone), topiramate (trokendi), valsartan and valsartan (diovan). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6)2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6)2009, the patient experienced fatigue ("fatigue"). In (B)(6)2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6)2010, the patient experienced rash ("rash on chin neck and chest"). In (B)(6)2015, the patient experienced alopecia ("hair loss") and pruritus ("itchy scalp"). In (B)(6)2016, the patient was found to have lymphoma (seriousness criterion medically significant). On (B)(6)2016, the patient underwent cardiac ablation (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal distension ("bloating") and pelvic pain ("pain"). The patient was treated with surgery (cardiac ablation and hysterectomy(full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, lymphoma, cardiac ablation, abdominal distension, vaginal haemorrhage, menorrhagia, headache, fatigue, alopecia, vaginal discharge and pruritus outcome was unknown and the pelvic pain, rash, migraine and dysmenorrhoea had resolved. The reporter considered abdominal distension, alopecia, cardiac ablation, dysmenorrhoea, fatigue, headache, lymphoma, menorrhagia, migraine, pelvic pain, pruritus, rash, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the delivery wire was disengaged and there were 2 trailing coils visualized. A similar procedure was performed on the right side with good success and 2 trailing coils noted. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received. Concomitant drug and medical history were added. Event migration of implant were updated as migration of implant/migration of essure device location of device: uterus/perforation (uterus). Event : abnormal bleeding (vaginal), menorrhagia, rash on neck and chest, migraines, headaches, dysmenorrhea (cramping), lymphonia, fatigue, hair loss, vaginal discharge, itchy scalp, cardiac ablation and did you undergo an essure confirmation test: no were added. Outcome of the event : pain were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of implant/migration of essure device location of device: uterus/perforation (uterus)'), embedded device ('embedding themselves in my uterus/my essure was embedded in my uterus'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia'), lymphoma ('lymphonia'), cardiac ablation ('cardiac ablation'), pneumonia ('pneumonia'), type 2 diabetes mellitus ('diabetes type 2'), autism spectrum disorder ('autism'), pregnancy with contraceptive device ('pregnancy with contraceptive device'), thrombosis ('blood clots') and appendix disorder ('appendix') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no" and device ineffective "device ineffective". The patient's medical history included uterine bleeding, endometrial disorder, cramps menstrual, endocrine disorder, hematological infection, lymphatic cyst, nausea, vomiting, diarrhea, abdominal pain, hepatic steatosis, unilateral renal calculus, right lower quadrant pain, hypertension, hyperlipidemia, diarrhea, autoimmune disorder, alopecia, benign neoplasm of cervix uteri, menorrhagia, uterine fibroids, vaginal haemorrhage, gout, diabetes and endometriosis. Concurrent conditions included copd, appendicitis and svt. Concomitant products included acetylsalicylic acid (aspirin 81), allopurinol, antibiotics, cetirizine hydrochloride, levothyroxine sodium (synthroid), metoprolol succinate, montelukast sodium, norethisterone (norethindrone), topiramate (trokendi), valsartan, valsartan (diovan) and vitamin d nos. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient had essure inserted. On 27-aug-2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced rash ("rash on chin neck and chest"). In (B)(6) 2015, the patient experienced alopecia ("hair loss") and pruritus ("itchy scalp/itching"). In (B)(6) 2016, the patient was found to have lymphoma (seriousness criterion medically significant). On (B)(6) 2016, the patient underwent cardiac ablation (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pneumonia (seriousness criterion medically significant), type 2 diabetes mellitus (seriousness criterion medically significant), autism spectrum disorder (seriousness criterion medically significant), thrombosis (seriousness criterion medically significant), appendix disorder (seriousness criterion medically significant), abdominal distension ("bloating"), pelvic pain ("pain"), feeling abnormal ("foggy brain"), oropharyngeal pain ("sore throat"), furuncle ("boil"), peripheral swelling ("leg swelling"), hypertension ("high blood preasure"), tachycardia ("tachycardia/ arrhythmia"), arthralgia ("joint pain,"), dental caries ("teeth rotting"), device allergy ("I have an allergy to them"), dyspnoea ("major breathing problems"), dyspepsia ("bad heartburn"), malaise ("sick"), sinusitis ("sinus infections"), ear infection ("ear infections"), lung disorder ("lungs worse"), nausea ("nausea"), nerve compression ("pinched my nerve in my hip"), pain in extremity ("leg pain"), skin burning sensation ("burning sensation on the palms of their hands"), inflammation ("inflamed on right side"), affect lability ("emotios are increased"), depression ("depression get worse"), thyroid disorder ("thyroids problem"), chronic obstructive pulmonary disease ("copd"), dizziness ("dizziness"), tooth loss ("teeth are going to fall out"), gingivitis ("gingivitis") and pain ("full body ache"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have heart rate increased ("high pulse rate/ fast heart rate") and weight decreased ("lost 20lbs the 2yrs before removal"). The patient was treated with surgery (appendix remove in sep, cardiac ablation, had an ablation in 2015 and hysterectomy(full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, vaginal haemorrhage, menorrhagia, lymphoma, cardiac ablation, pneumonia, type 2 diabetes mellitus, autism spectrum disorder, pregnancy with contraceptive device, thrombosis, appendix disorder, abdominal distension, headache, fatigue, vaginal discharge, pruritus, feeling abnormal, oropharyngeal pain, furuncle, hypertension, heart rate increased, tachycardia, arthralgia, dental caries, device allergy, dyspnoea, dyspepsia, weight decreased, malaise, sinusitis, ear infection, lung disorder, nausea, nerve compression, pain in extremity, skin burning sensation, inflammation, affect lability, depression, thyroid disorder, chronic obstructive pulmonary disease, dizziness, tooth loss, gingivitis and pain outcome was unknown, the pelvic pain, rash, migraine, dysmenorrhoea and peripheral swelling had resolved and the alopecia was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal distension, affect lability, alopecia, appendix disorder, arthralgia, autism spectrum disorder, cardiac ablation, chronic obstructive pulmonary disease, dental caries, depression, device allergy, dizziness, dysmenorrhoea, dyspepsia, dyspnoea, ear infection, embedded device, fatigue, feeling abnormal, furuncle, gingivitis, headache, heart rate increased, hypertension, inflammation, lung disorder, lymphoma, malaise, menorrhagia, migraine, nausea, nerve compression, oropharyngeal pain, pain, pain in extremity, pelvic pain, peripheral swelling, pneumonia, pregnancy with contraceptive device, pruritus, rash, sinusitis, skin burning sensation, tachycardia, thrombosis, thyroid disorder, tooth loss, type 2 diabetes mellitus, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: the delivery wire was disengaged and there were 2 trailing coils visualized. A similar procedure was performed on the right side with good success and 2 trailing coils noted. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 13-nov-2019: social media received: newly added events- sickness, sinus infection, ear infection, pneumonia, lung disorder, nausea, peripheral nerve compression, leg pain, burning sensation skin, emotional liability, depression, type 2 diabetes mellitus, autism, disorder thyroid, dizziness, copd, inflammation nos, loss of teeth, gingivitis, general body pain, appendix disorder, pregnancy with contraceptive device, device ineffective, outcome of the previously reported event- leg swelling, hair loss were updated, medical history and concomitant drug was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of implant/migration of essure device location of device: uterus/perforation (uterus)'), embedded device ('embedding themselves in my uterus/my essure was embedded in my uterus'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia'), lymphoma ('lymphonia') and cardiac ablation ('cardiac ablation') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included uterine bleeding, endometrial disorder, cramps menstrual, endocrine disorder, hematological infection, lymphatic cyst, nausea, vomiting, diarrhea, abdominal pain, hepatic steatosis, unilateral renal calculus, right lower quadrant pain, hypertension, hyperlipidemia, diarrhea, autoimmune disorder, alopecia, benign neoplasm of cervix uteri, menorrhagia, uterine fibroids, vaginal haemorrhage, gout and diabetes. Concurrent conditions included copd, appendicitis and svt. Concomitant products included acetylsalicylic acid (aspirin 81), allopurinol, cetirizine hydrochloride, levothyroxine sodium (synthroid), metoprolol succinate, montelukast sodium, norethisterone (norethindrone), topiramate (trokendi), valsartan and valsartan (diovan). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced rash ("rash on chin neck and chest"). In (B)(6) 2015, the patient experienced alopecia ("hair loss") and pruritus ("itchy scalp/itching"). In (B)(6) 2016, the patient was found to have lymphoma (seriousness criterion medically significant). On (B)(6) 2016, the patient underwent cardiac ablation (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), pelvic pain ("pain"), feeling abnormal ("foggy brain"), oropharyngeal pain ("sore throat"), furuncle ("boil"), peripheral swelling ("leg swelling"), hypertension ("high blood preasure"), tachycardia ("tachycardia"), arthralgia ("joint pain,"), dental caries ("teeth rotting"), hypersensitivity ("I have an allergy to them"), dyspnoea ("major breathing problems") and dyspepsia ("bad heartburn") and was found to have heart rate increased ("high pulse rate") and weight decreased ("lost 20lbs the 2yrs before removal"). The patient was treated with surgery (cardiac ablation, had an ablation in 2015 and hysterectomy(full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, vaginal haemorrhage, menorrhagia, lymphoma, cardiac ablation, abdominal distension, headache, fatigue, alopecia, vaginal discharge, pruritus, feeling abnormal, oropharyngeal pain, furuncle, peripheral swelling, hypertension, heart rate increased, tachycardia, arthralgia, dental caries, hypersensitivity, dyspnoea, dyspepsia and weight decreased outcome was unknown and the pelvic pain, rash, migraine and dysmenorrhoea had resolved. The reporter considered abdominal distension, alopecia, arthralgia, cardiac ablation, dental caries, dysmenorrhoea, dyspepsia, dyspnoea, embedded device, fatigue, feeling abnormal, furuncle, headache, heart rate increased, hypersensitivity, hypertension, lymphoma, menorrhagia, migraine, oropharyngeal pain, pelvic pain, peripheral swelling, pruritus, rash, tachycardia, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: the delivery wire was disengaged and there were 2 trailing coils visualized. A similar procedure was performed on the right side with good success and 2 trailing coils noted. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 10-oct-2019: plaintiff fact sheet and social media received : events added- sores, itching, boil, leg swelling, high blood preasure, high pulse rate, tachycardia, joint pain, teeth rotting, foggy brain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of implant/migration of essure device location of device: uterus/perforation (uterus)'), embedded device ('embedding themselves in my uterus/my essure was embedded in my uterus'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia'), lymphoma ('lymphonia'), cardiac ablation ('cardiac ablation'), pneumonia ('pneumonia'), type 2 diabetes mellitus ('diabetes type 2'), autism spectrum disorder ('autism'), thrombosis ('blood clots') and appendix disorder ('appendix') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no" and device ineffective "device ineffective". The patient's medical history included uterine bleeding, endometrial disorder, cramps menstrual, endocrine disorder, hematological infection, lymphatic cyst, nausea, vomiting, diarrhea, abdominal pain, hepatic steatosis, unilateral renal calculus, right lower quadrant pain, hypertension, hyperlipidemia, diarrhea, autoimmune disorder, alopecia, benign neoplasm of cervix uteri, menorrhagia, uterine fibroids, vaginal haemorrhage, gout, diabetes and endometriosis. Concurrent conditions included copd, appendicitis and svt. Concomitant products included acetylsalicylic acid (aspirin 81), allopurinol, antibiotics, cetirizine hydrochloride, levothyroxine sodium (synthroid), metoprolol succinate, montelukast sodium, norethisterone (norethindrone), topiramate (trokendi), valsartan, valsartan (diovan) and vitamin d nos. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced rash ("rash on chin neck and chest"). In (B)(6) 2015, the patient experienced alopecia ("hair loss") and pruritus ("itchy scalp/itching"). In (B)(6) 2016, the patient was found to have lymphoma (seriousness criterion medically significant). On (B)(6) 2016, the patient underwent cardiac ablation (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pneumonia (seriousness criterion medically significant), type 2 diabetes mellitus (seriousness criterion medically significant), autism spectrum disorder (seriousness criterion medically significant), thrombosis (seriousness criterion medically significant), appendix disorder (seriousness criterion medically significant), abdominal distension ("bloating"), pelvic pain ("pain"), feeling abnormal ("foggy brain"), oropharyngeal pain ("sore throat"), furuncle ("boil"), peripheral swelling ("leg swelling"), hypertension ("high blood pressure"), tachyarrhythmia ("tachycardia/ arrhythmia"), arthralgia ("joint pain,"), dental caries ("teeth rotting"), device allergy ("I have an allergy to them"), dyspnoea ("major breathing problems"), dyspepsia ("bad heartburn"), malaise ("sick"), sinusitis ("sinus infections"), ear infection ("ear infections"), lung disorder ("lungs worse"), nausea ("nausea"), nerve compression ("pinched my nerve in my hip"), pain in extremity ("leg pain"), skin burning sensation ("burning sensation on the palms of their hands"), inflammation ("inflamed on right side"), affect lability ("emotios are increased"), depression ("depression get worse"), thyroid disorder ("thyroids problem"), chronic obstructive pulmonary disease ("copd"), dizziness ("dizziness"), loose tooth ("teeth are going to fall out"), gingivitis ("gingivitis"), pain ("full body ache") and urinary incontinence ("trouble holding bladder"), was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device") and was found to have heart rate increased ("high pulse rate/ fast heart rate") and weight decreased ("lost 20lbs the 2yrs before removal"). The patient was treated with surgery (appendix remove in sep, cardiac ablation, had an ablation in 2015 and hysterectomy(full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, vaginal haemorrhage, menorrhagia, lymphoma, cardiac ablation, pneumonia, type 2 diabetes mellitus, autism spectrum disorder, thrombosis, appendix disorder, abdominal distension, pregnancy with contraceptive device, headache, fatigue, vaginal discharge, pruritus, feeling abnormal, oropharyngeal pain, furuncle, hypertension, heart rate increased, tachyarrhythmia, arthralgia, dental caries, device allergy, dyspnoea, dyspepsia, weight decreased, malaise, sinusitis, ear infection, lung disorder, nausea, nerve compression, pain in extremity, skin burning sensation, inflammation, affect lability, depression, thyroid disorder, chronic obstructive pulmonary disease, dizziness, loose tooth, gingivitis, pain and urinary incontinence outcome was unknown, the pelvic pain, rash, migraine, dysmenorrhoea and peripheral swelling had resolved and the alopecia was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal distension, affect lability, alopecia, appendix disorder, arthralgia, autism spectrum disorder, cardiac ablation, chronic obstructive pulmonary disease, dental caries, depression, device allergy, dizziness, dysmenorrhoea, dyspepsia, dyspnoea, ear infection, embedded device, fatigue, feeling abnormal, furuncle, gingivitis, headache, heart rate increased, hypertension, inflammation, loose tooth, lung disorder, lymphoma, malaise, menorrhagia, migraine, nausea, nerve compression, oropharyngeal pain, pain, pain in extremity, pelvic pain, peripheral swelling, pneumonia, pregnancy with contraceptive device, pruritus, rash, sinusitis, skin burning sensation, tachyarrhythmia, thrombosis, thyroid disorder, type 2 diabetes mellitus, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: the delivery wire was disengaged and there were 2 trailing coils visualized. A similar procedure was performed on the right side with good success and 2 trailing coils noted. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received. Reporter information added. Events: trouble holding bladder added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of implant/migration of essure device location of device: uterus/perforation (uterus)'), embedded device ('embedding themselves in my uterus/my essure was embedded in my uterus'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no" and device ineffective "device ineffective". The patient's medical history included uterine bleeding, endometrial disorder, cramps menstrual, endocrine disorder, hematological infection, lymphatic cyst, nausea, vomiting, diarrhea, abdominal pain, hepatic steatosis, unilateral renal calculus, right lower quadrant pain, hypertension, hyperlipidemia, diarrhea, autoimmune disorder, alopecia, benign neoplasm of cervix uteri, menorrhagia, uterine fibroids, vaginal haemorrhage, gout, diabetes and endometriosis. Concurrent conditions included copd, appendicitis and svt. Concomitant products included acetylsalicylic acid (aspirin 81), allopurinol, antibiotics, cetirizine hydrochloride, levothyroxine sodium (synthroid), metoprolol succinate, montelukast sodium, norethisterone (norethindrone), topiramate (trokendi), valsartan, valsartan (diovan) and vitamin d nos. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced rash ("rash on chin neck and chest"). In (B)(6) 2015, the patient experienced alopecia ("hair loss") and pruritus ("itchy scalp/itching"). In (B)(6) 2016, the patient was found to have lymphoma ("lymphonia"). On (B)(6) 2016, the patient underwent cardiac ablation ("cardiac ablation"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pneumonia ("pneumonia"), type 2 diabetes mellitus ("diabetes type 2"), autism spectrum disorder ("autism"), thrombosis ("blood clots"), appendix disorder ("appendix"), abdominal distension ("bloating"), pelvic pain ("pain"), feeling abnormal ("foggy brain"), oropharyngeal pain ("sore throat"), furuncle ("boil"), peripheral swelling ("leg swelling"), hypertension ("high blood preasure"), tachyarrhythmia ("tachycardia/ arrhythmia"), arthralgia ("joint pain,"), dental caries ("teeth rotting"), device allergy ("I have an allergy to them"), dyspnoea ("major breathing problems"), dyspepsia ("bad heartburn"), malaise ("sick"), sinusitis ("sinus infections"), ear infection ("ear infections"), lung disorder ("lungs worse"), nausea ("nausea"), nerve compression ("pinched my nerve in my hip"), pain in extremity ("leg pain"), skin burning sensation ("burning sensation on the palms of their hands"), inflammation ("inflamed on right side"), affect lability ("emotios are increased"), depression ("depression get worse"), thyroid disorder ("thyroids problem"), chronic obstructive pulmonary disease ("copd"), dizziness ("dizziness"), loose tooth ("teeth are going to fall out"), gingivitis ("gingivitis"), pain ("full body ache") and urinary incontinence ("trouble holding bladder"), was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device") and was found to have heart rate increased ("high pulse rate/ fast heart rate") and weight decreased ("lost 20lbs the 2yrs before removal"). The patient was treated with surgery (appendix remove in sep, cardiac ablation, had an ablation in 2015 and hysterectomy(full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, vaginal haemorrhage, menorrhagia, lymphoma, cardiac ablation, pneumonia, type 2 diabetes mellitus, autism spectrum disorder, thrombosis, appendix disorder, abdominal distension, pregnancy with contraceptive device, headache, fatigue, vaginal discharge, pruritus, feeling abnormal, oropharyngeal pain, furuncle, hypertension, heart rate increased, tachyarrhythmia, arthralgia, dental caries, device allergy, dyspnoea, dyspepsia, weight decreased, malaise, sinusitis, ear infection, lung disorder, nausea, nerve compression, pain in extremity, skin burning sensation, inflammation, affect lability, depression, thyroid disorder, chronic obstructive pulmonary disease, dizziness, loose tooth, gingivitis, pain and urinary incontinence outcome was unknown, the pelvic pain, rash, migraine, dysmenorrhoea and peripheral swelling had resolved and the alopecia was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal distension, affect lability, alopecia, appendix disorder, arthralgia, autism spectrum disorder, cardiac ablation, chronic obstructive pulmonary disease, dental caries, depression, device allergy, dizziness, dysmenorrhoea, dyspepsia, dyspnoea, ear infection, embedded device, fatigue, feeling abnormal, furuncle, gingivitis, headache, heart rate increased, hypertension, inflammation, loose tooth, lung disorder, lymphoma, malaise, menorrhagia, migraine, nausea, nerve compression, oropharyngeal pain, pain, pain in extremity, pelvic pain, peripheral swelling, pneumonia, pregnancy with contraceptive device, pruritus, rash, sinusitis, skin burning sensation, tachyarrhythmia, thrombosis, thyroid disorder, type 2 diabetes mellitus, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: the delivery wire was disengaged and there were 2 trailing coils visualized. A similar procedure was performed on the right side with good success and 2 trailing coils noted. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of implant/migration of essure device location of device: uterus/perforation (uterus)'), embedded device ('embedding themselves in my uterus/my essure was embedded in my uterus'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no" and device ineffective "device ineffective". The patient's medical history included uterine bleeding, endometrial disorder, cramps menstrual, endocrine disorder, hematological infection, lymphatic cyst, nausea, vomiting, diarrhea, abdominal pain, hepatic steatosis, unilateral renal calculus, right lower quadrant pain, hypertension, hyperlipidemia, diarrhea, autoimmune disorder, alopecia, benign neoplasm of cervix uteri, menorrhagia, uterine fibroids, vaginal haemorrhage, gout, diabetes and endometriosis. Concurrent conditions included copd, appendicitis and supraventricular tachycardia. Concomitant products included acetylsalicylic acid (aspirin 81), allopurinol, antibiotics, cetirizine hydrochloride, levothyroxine sodium (synthroid), metoprolol succinate, montelukast sodium, norethisterone (norethindrone), topiramate (trokendi), valsartan, valsartan (diovan) and vitamin d nos. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced rash ("rash on chin neck and chest"). In (B)(6) 2015, the patient experienced alopecia ("hair loss") and pruritus ("itchy scalp/itching"). In (B)(6) 2016, the patient was found to have lymphoma ("lymphonia"). On (B)(6) 2016, the patient underwent cardiac ablation ("cardiac ablation"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pneumonia ("pneumonia"), type 2 diabetes mellitus ("diabetes type 2"), autism spectrum disorder ("autism"), thrombosis ("blood clots"), appendix disorder ("appendix"), abdominal distension ("bloating"), pelvic pain ("pain"), feeling abnormal ("foggy brain"), oropharyngeal pain ("sore throat"), furuncle ("boil"), peripheral swelling ("leg swelling"), hypertension ("high blood preasure"), tachyarrhythmia ("tachycardia/ arrhythmia"), arthralgia ("joint pain,"), dental caries ("teeth rotting"), device allergy ("I have an allergy to them"), dyspnoea ("major breathing problems"), dyspepsia ("bad heartburn"), malaise ("sick"), sinusitis ("sinus infections"), ear infection ("ear infections"), lung disorder ("lungs worse"), nausea ("nausea"), nerve compression ("pinched my nerve in my hip"), pain in extremity ("leg pain"), skin burning sensation ("burning sensation on the palms of their hands"), inflammation ("inflamed on right side"), affect lability ("emotions are increased"), depression ("depression get worse"), thyroid disorder ("thyroids problem"), chronic obstructive pulmonary disease ("copd"), dizziness ("dizziness"), loose tooth ("teeth are going to fall out"), gingivitis ("gingivitis"), pain ("full body ache"), urinary incontinence ("trouble holding bladder"), abdominal pain ("belly pain"), abdominal tenderness ("my belly feeling bruised"), palpitations ("heart palpitation"), panic attack ("panic attack"), bronchitis ("I have bronchitis"), hypothyroidism ("hypothyroid"), autoimmune thyroiditis ("hashimoto¿s"), hypoglycaemia ("hypoglycemia"), gastrointestinal disorder ("gastrointestinal disorder"), flatulence ("gas pain (post op)") and endometriosis ("endometriosis"), was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device") and was found to have heart rate increased ("high pulse rate/ fast heart rate"), weight decreased ("lost 20lbs the 2yrs before removal"), uterine leiomyoma ("fibroids") and hormone level abnormal ("hormones are going crazy"). The patient was treated with surgery (appendix remove in sep, cardiac ablation, had an ablation in 2015 and hysterectomy(full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, vaginal haemorrhage, menorrhagia, lymphoma, cardiac ablation, pneumonia, type 2 diabetes mellitus, autism spectrum disorder, thrombosis, appendix disorder, abdominal distension, pregnancy with contraceptive device, headache, fatigue, vaginal discharge, pruritus, feeling abnormal, oropharyngeal pain, furuncle, hypertension, heart rate increased, tachyarrhythmia, arthralgia, dental caries, device allergy, dyspnoea, dyspepsia, weight decreased, malaise, sinusitis, ear infection, lung disorder, nausea, nerve compression, pain in extremity, inflammation, affect lability, depression, thyroid disorder, chronic obstructive pulmonary disease, dizziness, loose tooth, gingivitis, pain, urinary incontinence, palpitations, panic attack, bronchitis, hypothyroidism, autoimmune thyroiditis, uterine leiomyoma, hypoglycaemia, gastrointestinal disorder, flatulence, endometriosis and hormone level abnormal outcome was unknown, the pelvic pain and alopecia was resolving, the rash, migraine, dysmenorrhoea and peripheral swelling had resolved and the skin burning sensation had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, abdominal tenderness, affect lability, alopecia, appendix disorder, arthralgia, autism spectrum disorder, autoimmune thyroiditis, bronchitis, cardiac ablation, chronic obstructive pulmonary disease, dental caries, depression, device allergy, dizziness, dysmenorrhoea, dyspepsia, dyspnoea, ear infection, embedded device, endometriosis, fatigue, feeling abnormal, flatulence, furuncle, gastrointestinal disorder, gingivitis, headache, heart rate increased, hormone level abnormal, hypertension, hypoglycaemia, hypothyroidism, inflammation, loose tooth, lung disorder, lymphoma, malaise, menorrhagia, migraine, nausea, nerve compression, oropharyngeal pain, pain, pain in extremity, palpitations, panic attack, pelvic pain, peripheral swelling, pneumonia, pregnancy with contraceptive device, pruritus, rash, sinusitis, skin burning sensation, tachyarrhythmia, thrombosis, thyroid disorder, type 2 diabetes mellitus, urinary incontinence, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: the delivery wire was disengaged and there were 2 trailing coils visualized. A similar procedure was performed on the right side with good success and 2 trailing coils noted. Concerning the injuries reported in this case, the following one swere reported via social media: bronchitis, hypothyroidism, autoimmune thyroiditis, uterine leiomyoma, hypoglycemia and gastrointestinal disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 22-may-2020: social media received- new events - bronchitis, hypothyroid, hashimoto¿s, fibroids, hypoglycemia, gastrointestinal disorder, gas pain (post op), endometriosis and hormonal imbalance were added. Reporter information was added. Outcome of the events pertaining to pain updated to recovering/resolving. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of implant/migration of essure device location of device: uterus/perforation (uterus)'), embedded device ('embedding themselves in my uterus/my essure was embedded in my uterus'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no" and device ineffective "device ineffective". The patient's medical history included uterine bleeding, endometrial disorder, cramps menstrual, endocrine disorder, hematological infection, lymphatic cyst, nausea, vomiting, diarrhea, abdominal pain, hepatic steatosis, unilateral renal calculus, right lower quadrant pain, hypertension, hyperlipidemia, diarrhea, autoimmune disorder, alopecia, benign neoplasm of cervix uteri, menorrhagia, uterine fibroids, vaginal haemorrhage, gout, diabetes and endometriosis. Concurrent conditions included copd, appendicitis and svt. Concomitant products included acetylsalicylic acid (aspirin 81), allopurinol, antibiotics, cetirizine hydrochloride, levothyroxine sodium (synthroid), metoprolol succinate, montelukast sodium, norethisterone (norethindrone), topiramate (trokendi), valsartan, valsartan (diovan) and vitamin d nos. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced rash ("rash on chin neck and chest"). In (B)(6) 2015, the patient experienced alopecia ("hair loss") and pruritus ("itchy scalp/itching"). In (B)(6) 2016, the patient was found to have lymphoma ("lymphonia"). On (B)(6) 2016, the patient underwent cardiac ablation ("cardiac ablation"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pneumonia ("pneumonia"), type 2 diabetes mellitus ("diabetes type 2"), autism spectrum disorder ("autism"), thrombosis ("blood clots"), appendix disorder ("appendix"), abdominal distension ("bloating"), pelvic pain ("pain"), feeling abnormal ("foggy brain"), oropharyngeal pain ("sore throat"), furuncle ("boil"), peripheral swelling ("leg swelling"), hypertension ("high blood preasure"), tachyarrhythmia ("tachycardia/ arrhythmia"), arthralgia ("joint pain,"), dental caries ("teeth rotting"), device allergy ("I have an allergy to them"), dyspnoea ("major breathing problems"), dyspepsia ("bad heartburn"), malaise ("sick"), sinusitis ("sinus infections"), ear infection ("ear infections"), lung disorder ("lungs worse"), nausea ("nausea"), nerve compression ("pinched my nerve in my hip"), pain in extremity ("leg pain"), skin burning sensation ("burning sensation on the palms of their hands"), inflammation ("inflamed on right side"), affect lability ("emotios are increased"), depression ("depression get worse"), thyroid disorder ("thyroids problem"), chronic obstructive pulmonary disease ("copd"), dizziness ("dizziness"), loose tooth ("teeth are going to fall out"), gingivitis ("gingivitis"), pain ("full body ache"), urinary incontinence ("trouble holding bladder"), abdominal pain ("belly pain") and contusion ("feelling bruised"), was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device") and was found to have heart rate increased ("high pulse rate/ fast heart rate") and weight decreased ("lost 20lbs the 2yrs before removal"). The patient was treated with surgery (appendix remove in sep, cardiac ablation, had an ablation in 2015 and hysterectomy(full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, vaginal haemorrhage, menorrhagia, lymphoma, cardiac ablation, pneumonia, type 2 diabetes mellitus, autism spectrum disorder, thrombosis, appendix disorder, abdominal distension, pregnancy with contraceptive device, headache, fatigue, vaginal discharge, pruritus, feeling abnormal, oropharyngeal pain, furuncle, hypertension, heart rate increased, tachyarrhythmia, arthralgia, dental caries, device allergy, dyspnoea, dyspepsia, weight decreased, malaise, sinusitis, ear infection, lung disorder, nausea, nerve compression, pain in extremity, skin burning sensation, inflammation, affect lability, depression, thyroid disorder, chronic obstructive pulmonary disease, dizziness, loose tooth, gingivitis, pain and urinary incontinence outcome was unknown, the pelvic pain, rash, migraine, dysmenorrhoea and peripheral swelling had resolved and the alopecia was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, affect lability, alopecia, appendix disorder, arthralgia, autism spectrum disorder, cardiac ablation, chronic obstructive pulmonary disease, contusion, dental caries, depression, device allergy, dizziness, dysmenorrhoea, dyspepsia, dyspnoea, ear infection, embedded device, fatigue, feeling abnormal, furuncle, gingivitis, headache, heart rate increased, hypertension, inflammation, loose tooth, lung disorder, lymphoma, malaise, menorrhagia, migraine, nausea, nerve compression, oropharyngeal pain, pain, pain in extremity, pelvic pain, peripheral swelling, pneumonia, pregnancy with contraceptive device, pruritus, rash, sinusitis, skin burning sensation, tachyarrhythmia, thrombosis, thyroid disorder, type 2 diabetes mellitus, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: the delivery wire was disengaged and there were 2 trailing coils visualized. A similar procedure was performed on the right side with good success and 2 trailing coils noted. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new events belly pain and feeling bruised were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of implant/migration of essure device location of device: uterus/perforation (uterus)'), embedded device ('embedding themselves in my uterus/my essure was embedded in my uterus'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no" and device ineffective "device ineffective". The patient's medical history included uterine bleeding, endometrial disorder, cramps menstrual, endocrine disorder, hematological infection, lymphatic cyst, nausea, vomiting, diarrhea, abdominal pain, hepatic steatosis, unilateral renal calculus, right lower quadrant pain, hypertension, hyperlipidemia, diarrhea, autoimmune disorder, alopecia, benign neoplasm of cervix uteri, menorrhagia, uterine fibroids, vaginal haemorrhage, gout, diabetes and endometriosis. Concurrent conditions included copd, appendicitis and svt. Concomitant products included acetylsalicylic acid (aspirin 81), allopurinol, antibiotics, cetirizine hydrochloride, levothyroxine sodium (synthroid), metoprolol succinate, montelukast sodium, norethisterone (norethindrone), topiramate (trokendi), valsartan, valsartan (diovan) and vitamin d nos. In august 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In october 2009, the patient experienced fatigue ("fatigue"). In january 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In february 2010, the patient experienced rash ("rash on chin neck and chest"). In march 2015, the patient experienced alopecia ("hair loss") and pruritus ("itchy scalp/itching"). In june 2016, the patient was found to have lymphoma ("lymphonia"). On (B)(6) 2016, the patient underwent cardiac ablation ("cardiac ablation"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pneumonia ("pneumonia"), type 2 diabetes mellitus ("diabetes type 2"), autism spectrum disorder ("autism"), thrombosis ("blood clots"), appendix disorder ("appendix"), abdominal distension ("bloating"), pelvic pain ("pain"), feeling abnormal ("foggy brain"), oropharyngeal pain ("sore throat"), furuncle ("boil"), peripheral swelling ("leg swelling"), hypertension ("high blood preasure"), tachyarrhythmia ("tachycardia/ arrhythmia"), arthralgia ("joint pain,"), dental caries ("teeth rotting"), device allergy ("I have an allergy to them"), dyspnoea ("major breathing problems"), dyspepsia ("bad heartburn"), malaise ("sick"), sinusitis ("sinus infections"), ear infection ("ear infections"), lung disorder ("lungs worse"), nausea ("nausea"), nerve compression ("pinched my nerve in my hip"), pain in extremity ("leg pain"), skin burning sensation ("burning sensation on the palms of their hands"), inflammation ("inflamed on right side"), affect lability ("emotios are increased"), depression ("depression get worse"), thyroid disorder ("thyroids problem"), chronic obstructive pulmonary disease ("copd"), dizziness ("dizziness"), loose tooth ("teeth are going to fall out"), gingivitis ("gingivitis"), pain ("full body ache"), urinary incontinence ("trouble holding bladder"), abdominal pain ("belly pain"), abdominal tenderness ("my belly feelling bruised"), palpitations ("heart palpitation") and panic attack ("panic attack"), was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device") and was found to have heart rate increased ("high pulse rate/ fast heart rate") and weight decreased ("lost 20lbs the 2yrs before removal"). The patient was treated with surgery (appendix remove in sep, cardiac ablation, had an ablation in 2015 and hysterectomy(full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, embedded device, vaginal haemorrhage, menorrhagia, lymphoma, cardiac ablation, pneumonia, type 2 diabetes mellitus, autism spectrum disorder, thrombosis, appendix disorder, abdominal distension, pregnancy with contraceptive device, headache, fatigue, vaginal discharge, pruritus, feeling abnormal, oropharyngeal pain, furuncle, hypertension, heart rate increased, tachyarrhythmia, arthralgia, dental caries, device allergy, dyspnoea, dyspepsia, weight decreased, malaise, sinusitis, ear infection, lung disorder, nausea, nerve compression, pain in extremity, skin burning sensation, inflammation, affect lability, depression, thyroid disorder, chronic obstructive pulmonary disease, dizziness, loose tooth, gingivitis, pain, urinary incontinence, palpitations and panic attack outcome was unknown, the pelvic pain, rash, migraine, dysmenorrhoea and peripheral swelling had resolved and the alopecia was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, abdominal tenderness, affect lability, alopecia, appendix disorder, arthralgia, autism spectrum disorder, cardiac ablation, chronic obstructive pulmonary disease, dental caries, depression, device allergy, dizziness, dysmenorrhoea, dyspepsia, dyspnoea, ear infection, embedded device, fatigue, feeling abnormal, furuncle, gingivitis, headache, heart rate increased, hypertension, inflammation, loose tooth, lung disorder, lymphoma, malaise, menorrhagia, migraine, nausea, nerve compression, oropharyngeal pain, pain, pain in extremity, palpitations, panic attack, pelvic pain, peripheral swelling, pneumonia, pregnancy with contraceptive device, pruritus, rash, sinusitis, skin burning sensation, tachyarrhythmia, thrombosis, thyroid disorder, type 2 diabetes mellitus, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: the delivery wire was disengaged and there were 2 trailing coils visualized. A similar procedure was performed on the right side with good success and 2 trailing coils noted. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received events " heart palpitation and panic attack " were added. Reporter information was added. The coding request for event "my belly feeling bruised" was amended to abdominal tenderness based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.